Event description:
It was further reported that lesion 1 was 90% stenosed not 99% as initially reported. Lesion 2 was 90% stenosed not 80% as initially reported. At the time of the event in (B)(6) 2012, the patient was found to have elevated cardiac enzyme values. The event of acute closure was withdrawn as the site confirmed that there was no acute closure during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Same case as 2134265-2012-03692; 2134265-2012-03693; 2134265-2012-03694; 2134265-2012-03696. It was reported that following a coronary artery stenting treatment procedure, the patient experienced an acute closure. Lesion 1 was located in the proximal right coronary artery with 99% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and placement of a 3.5 mm x 28 mm ion stent. Following post dilatation, residual stenosis was 0%. Lesion 2 was located in the 2nd diagonal with 80% stenosis and was 5 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with direct stent placement using a 2.5 mm x 8 mm ion stent, with 0% residual stenosis. Lesion 3 was located in the mid left anterior descending (lad) artery with 100% stenosis. The physician treated the lesion with predilatation and placement of 2.25 mm x 32 mm and 2.25 mm x 12 mm ion stents, with 0% residual stenosis. During the index procedure, the treatment of target lesions in mid lad involved an event of acute closure possibly related to a 2.0x15mm maverick balloon and the 2.25 mm x 32 mm and 2.25 mm x 12 mm ion stents. During treatment of target lesions in 2nd diagonal an event of acute closure occurred, possibly related to 2.5 x 8 mm ion stent. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).